Event description:
Bd alaris infusion set would not let medication infuse, 2 sets with this issue. Medication would not flow through tubing, despite the clamps all being open and the little fill cannister at the top was full. The second infusion set was filled with large air pockets in tubing, and it also would not flow. Unfortunately, tubing was not saved. Manufacturer response for set, administration, intravascular, alaris, smartsite (per site reporter). Noted. Manufacturer response for set, administration, intravascular, alaris, smartsite (per site reporter). Noted.